Manufacturer narrative:
The device was returned, decontaminated and investigated. There were signs of physical damages noted on the jaws of the returned device. The device was returned with a damaged yoke slot. This means that the device at some point had experienced a large amount of force that then caused the tip to become non-functional. This complaint is confirmed. Because of the condition of the returned tip, a true functional test could not be conducted. Although a functional test was not possible, a visual inspection of the device was conducted. The device was returned with all its components still intact with in their original position expect for the yoke pin. The yoke pin was still lodged into the device due to a possibility of excessive force, the yoke pin was no longer in the yoke slot. If the position of the yoke pin changes at any time out side of its intended use, the dimensions of the jaws will be compromised. If the force applied on the grasper exceeds (B)(6) the functionality and dimension of the jaws will also be compromised. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. This complaint is confirmed. A possible root cause may be due to excessive force applied to the jaws.

Event description:
The jaw broke on the fenestrated grasper during a procedure and fell into the patient. The piece was retrieved. There was no harm to the patient.